Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their symptom results were worse than during the trial. It was indicated that they turned stimulation on at 0.7v, and started having breakthrough incontinence on (B)(6) 2017 and on the day of the report. The patient could feel stimulation at the time of the call, but could not troubleshoot as they were driving and could not pull over to use their programmer. The patient stated that they would call their healthcare provider. The indications for use were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the program on the unit had not been adjusted post-surgery, and this led to the sudden incontinence. The patient changed from program 1 to 2 and increased stimulation to 1.0v to resolve the sudden incontinence.